Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patients daughter found her at around 3:00 pm and she was in hypoglycemia. It is unknown if the patient was brought to the hospital by the daughter or brought by ambulance. The patient stated she was hypoglycemic. She stated that she had eaten, then was on a ladder working on a closet. She was trying to make a tuna sandwich when she felt she needed to sit. The patient then went into the next room and sat on the sofa and her heart was beating fast. The daughter gave the mother glucose to try and elevate the bg levels. The patients blood glucose levels did not rise enough. The patient was treated with d50 dextrose at the hospital. The patients potassium was also tested and it was high.